Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic recto sigmoid perforation procedure, the device was able to fire but failed to cut after stapling. There was no patient injury.